Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in an unspecified line of the amia cassette without an alarm. This occurred during a dwell phase of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) advised the patient to start over with new supplies and to inform their peritoneal dialysis registered nurse (pdrn) regarding incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.